Manufacturer narrative:
(B)(4). Batch # 878a45. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm20 device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it ejected 12 clips. No conclusion could be reached as to what may have caused the reported incident. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance's were identified.

Event description:
It was reported that during the aorta bi-femoral bypass, the clips were not closing all the way, even tried closing them off the field and they were not closing all the way. Switched devices to a new one. The procedure was completed successfully. There were no patient consequences.